Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, detached mesh, mesh separated from posterior fascia, adhesions, hemorrhage, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, defective device, failure of mesh, fluid filled sac, and ischemic jejunum. Post-operative patient treatment included revision surgery, laparotomy, lysis of adhesions, small bowel resection, hernia repair with new mesh, and drain tube placement.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of an incisional hernia. It was reported that after implant, the patient experienced mesh migration, mesh folding, recurrence, detached mesh, mesh separated from posterior fascia, adhesions, hemorrhage, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, defective device, failure of mesh, fluid filled sac, and ischemic jejunum. Post-operative patient treatment included medication, revision surgery, laparotomy, lysis of adhesions, small bowel resection, hernia repair with new mesh, and drain tube placement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, detached mesh, adhesions, hemorrhage, and ischemia. Post-operative patient treatment included removal, bowel resection and tube placement ((B)(6) 2016, (B)(6) 2017).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence and detached mesh. Treatment provided for these conditions include removal.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, detached mesh, mesh separated from posterior fascia, adhesions, hemorrhage, and ischemic jejunum. Post-operative patient treatment included laparotomy, lysis of adhesions, small bowel resection, hernia repair surgeries, and tube placement.